Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over to all stations. Customer stated that all orders were not showing up in all of the stations, and multiple orders were affected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over to all stations. A technical support specialist dialed into the es server and confirmed services were functioning normally, then rdp'ed into the carefusion coordination engine (cce) with iest and verified that the cce had not received messages from the host system. The customer's hospital information technology helpdesk was contacted, and it was confirmed the issue was related to the host system not being connected and the cce not receiving messages. Hospital information technology (hit) updated ticket (B)(4), and the customer was informed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.